Event description:
A customer reported experiencing a cgm error 42 on their device. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for a complete pump reset and guided the customer through the process, after which the error code did not reappear, allowing the customer to successfully start their sensor session.